Event description:
It was reported that insulin cartridge in pump leaked from bottom where fill rod attached, and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Caller was able to complete cartridge load process with same cartridge and resume insulin therapy successfully, and no additional actions or resolution details were reported.